Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the proximal and mid left anterior descending artery (lad) with severe stenosis. First a 3.0x32mm promus stent was implanted in the mid lad. Then after pre-dilation of the ostium of the diagonal branch, a 3.0x8mm promus stent was implanted using two stent mini-crush techniques. Kissing balloon technique was performed to both stents with good angiographic result. Then an attempt was made to implant a 4.00x8mm omega stent in the proximal lad, however, the stent got deformed prior to deployment. The stent was removed. Another same size omega stent was implanted at 18atm successfully. No patient complications were reported and the patient was stable with good angiographic result and tmi iii distal flow. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system and the stent with a product pouch and carrier tube (hoop). Examination of the returned device revealed the balloon was tightly folded with the stent secure on the balloon. There were multiple hypotube kinks. The third proximal row of stent struts were bent and flared. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the proximal and mid left anterior descending artery (lad) with severe stenosis. First a 3.0x32mm promus stent was implanted in the mid lad. Then after pre-dilation of the ostium of the diagonal branch, a 3.0x8mm promus stent was implanted using two stent mini-crush techniques. Kissing balloon technique was performed to both stents with good angiographic result. Then an attempt was made to implant a 4.00x8mm omega stent in the proximal lad, however, the stent got deformed prior to deployment. The stent was removed. Another same size omega stent was implanted at 18atm successfully. No patient complications were reported and the patient was stable with good angiographic result and tmi iii distal flow. This product is only ous approved but is similar to an approved us device.